Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received an unsealed 24 gauge insyte autoguard blood control pro unit from lot 2164977 and a separate used catheter from an unknown lot for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed media present in the used catheter but nothing on the unsealed unit. Next, the engineer microscopically inspected both units and discovered that the catheter and needle had a significant amount of lube present. The lube was partially wiped off the device to inspect the needle tip and it was found to be acceptable and within product specifications. Finally, the separate catheter was analyzed but did not have any excess lube. Therefore, based off the visual and microscopic inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during catheter tip forming. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 of the bd insyte¿ autoguard¿ bc shielded IV catheters with blood control technology experienced tip damaged. The following information was provided by the initial reporter, translated from french to english: the nurses have had problems with these cathlons: they find them too "soft" (not as rigid as the other batches with which they have had no problems). So difficulties to prick the patients.